Manufacturer narrative:
Corrective data: date on follow up 1 was inadvertently left blank. The date should have been entered as 10/04/2017. The corrective information submitted in follow up 2 listed the date erroneously as 08/30/2017.

Event description:
A peritoneal dialysis patient's nurse called to request a replacement cycler due a fluid leak being noticed upon removing the cassette. The cassette product information was unavailable and the product packaging had been discarded. The cycler will be replaced.

Manufacturer narrative:
Date on follow up 1 was inadvertently left blank. The date should have been entered as 08/30/2017.

Event description:
A peritoneal dialysis patient's nurse called to request a replacement cycler due a fluid leak being noticed upon removing the cassette. The cassette product information was unavailable and the product packaging had been discarded. The cycler will be replaced.

Manufacturer narrative:
Device evaluation: the actual device was returned for investigation. A visual inspection of the returned cycler exterior showed sign of physical damage. The catch post does not align with cassette door which caused cassette door does not open/closed easily. An inspection of the heater tray/scale found it was not obstructed and was functioning correctly. No fluid leaks in the test cassette during the test treatment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. There was visual evidence of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid and fluid could not be determined.

Event description:
A peritoneal dialysis patient's nurse called to request a replacement cycler due a fluid leak being noticed upon removing the cassette. The cassette product information was unavailable and the product packaging had been discarded. The cycler will be replaced.

Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis patient's nurse called to request a replacement cycler due a fluid leak being noticed upon removing the cassette. The cassette product information was unavailable and the product packaging had been discarded. The cycler will be replaced.